Event description:
The inomax ds has a backup switch that is easily activated or inactivated. The patient had a sudden desaturation due to the endotracheal tube being plugged. When the nurse attempted to use the bvm from the system, it would not inflate, so respiratory therapy was called immediately. The nurse turned on the backup switch in an attempt to troubleshoot the problem, however, the patient continued to decompensate. At this time, the respiratory therapist entered the room and applied 100% o2 bvm, and then corrected the system. The nitric oxide delivery system's switch displayed a sign saying: do not turn on. Additional information attached to system described how to turn on the gas flow manually, as did education posters displayed in ICU. The respiratory therapist said they were going to check with the nurse involved to see if she knew how to ventilate the patient manually. The nurse replied yes, but she obviously did not fully understand the procedure in this particular case. This was an example of an operator issue error and not a machine issue.